Event description:
Caller reported a tandem mobi cartridge alarm 34. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support confirmed the alarm and guided the caller through removing the cartridge and delivering a 9-unit bolus, which completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.